Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. A visual inspection was conducted and confirms the device tip is round off causing the stated failure. Also the other end of the device has multiple burrs and deep gouges in the metal. This device shows signs of significant wear/use. This device was manufactured in 2019. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the reamer handle is broken. It is unknown when it was discovered and if there was patient involvement. No more information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.